Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2021. The patient¿s diabetes nurse stated that after the sensor wire was inserted, it did not work. No details of the failure were provided. When the sensor was removed the same day, the wire stayed under the skin. No symptoms were reported. On (B)(6) 2021, the patient was taken to the first aid department at the hospital and had the wire surgically removed. The patient was discharged on (B)(6) 2021. No product was provided for evaluation. The allegation was confirmed based on the removal of the sensor wire through surgery. No additional patient or event information is available.